Manufacturer narrative:
B3: event date is not known. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that they now have the usual "oor" message when trying to adjust intensity. Additionally, the therapy effect has faded over the last weeks and was now very little to none. The implanted neurostimulator (ins) was implanted in 2022. No external factors are known that might cause this problem. The patient was advised to make an appointment in the clinic to check impedances and discuss further options (reprogramming or lead replacement). The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that they were not able to determine the cause of the impedance issue but assumed that the leads must be broken. The issue resolved with the revision surgery.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had a follow up on (B)(6) 2025. The patient controller showed that desired settings are not possible when she tried to increase the intensity. There are 4 quad electrodes placed extraforaminal. Pole numbers 4-7, 8-11, and 13 had high-impedances up to 40,000 ohms, of which nos. 5, 6, 8, 10 and 13 were used in programs 2, 3 and 4. Programs 2 and 3 were deleted, in program 4 pole no. 14 (-) was used instead of pole 13 (-). The paresthesia coverage was now unsatisfactory because of missing programs 2 and 3, but the patient can adjust the intensities again in programs 1 and 4. Patient will schedule another appointment in (B)(6) 2025, after her attending physician is back from vacation, to talk about further steps.

Event description:
Additional information was received. It was reported that the patient had revision surgery today ((B)(6) 2025). The old system (ins and leads) was explanted completely, and she got one new lead and a new model of ins (to enable cl therapy).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.